Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root cause of the incidents. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "dr (B)(6), when we are talking with dr (B)(6), he told as that the last week end he have performed two cholecystectomy, one of the patients must be reoperated and he told is that he believe that the clips do not close properly and released." Patient status - "the patient now is ok."